Event description:
A malfunction alarm was reported by the customer, identified by the malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted with the reset process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to contact support again if the issue reappeared.